Event description:
A comparative study of 2 blood glucose monitoring devices used by diabetic. This study was conducted by a type 1 diabetic who has had type 1 diabetes for over 25 years. The study is the result of insurance changes that resulted in the change of monitoring device changes. This comparison was done at exactly the same time and using the exact same blood source. The results show a type 1 diabetic and how high or low their blood glucose level is. The higher the number, the more insulin required. The lower the number, the more carbohydrates required. In layman terms-the disparity of the test results in this could very, very, very easily lead to either or both ketoacidosis or diabetic coma. Diabetics rely on these machines to adjust insulin, food, exercise and life in general. The "reporter" has maintained a meticulous journal of tests, insulin injections & amounts, carbohydrate intakes, stress changes and daily activities.